Manufacturer narrative:
B.2 added selection as it was omitted from the initial report that was submitted. The investigation has been completed. No product was returned for investigation. Tachycardia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant had a impella 5.5 and rp flex support ongoing for a bipella support for the patient admitted in with known cardiac history and came in for coronary artery bypass graft re-do. The impella 5.5 pump supported for a week when the patient suffered from ventricular tachycardia and CPR was administered. The family decided to stop resuscitation efforts and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.